Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On (B)(6) 2024, it was reported by the patient that five infusions set fell off during use. The infusion set was in use for few hours. The first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024 and the fifth on (B)(6) 2024. No further information was available

Manufacturer narrative:
Device 2 of 5.